Event description:
Approx 10 days after a catheter revision (reason for revision not provided), the pt experienced withdrawal with a significant increase in spasticity and tone. The symptoms had become increasingly worse over the last 48 hours. The patient was given oral baclofen, benadryl, and a 50 mcg therapeutic bolus was programmed via the pump. The pt's intrathecal dose was approx 200 mcg/day. The pump wasn't due to be refilled until (B)(6). Catheter eval/diagnostics were being considered. No pump alarms were reported or noted in the event logs. The patient was admitted through the ER to the ICU on (B)(6) 2010. By (B)(6) 2010, it was determined that the catheter had come out of the intrathecal space near the spine. The distal portion of the catheter was replaced; 40 cm of the catheter was removed, 38 cm was implanted. The new catheter tip was near t9. The pump was filled with 20 ml of lioresal (2000 mcg/ml), reprimed, and started at a dose of 100 mcg/day in simple continuous mode. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).